Event description:
On (B)(6) 2011 customer reported the lx20 pro instrument generated several "hydro" errors and there was a leak in the hydropneumatic system that leaked onto the floor. Customer technical support (cts) assisted the customer with troubleshooting. Customer stopped/homed the instrument with no errors and the instrument was operational. This resolved the issue and no further problems were reported. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).